Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer had not pre-diluted the sample. The customer did not provide the sample for in-house testing. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and indicated that the discordant hcg results could be due to interfering antibodies, quiescent gestational trophoblastic disease and pituitary hcg (typically seen in menopausal women). The customer diluted the sample but there was insufficient reduction in sample to conclusively prove there was interference. The cause of the discordant, false positive hcg results on one patient is unknown. The device is performing as intended. No further evaluation of device is required.

Event description:
The customer obtained discordant, false positive human chorionic gonadotropin (hcg) results on one patient sample on an immulite 2000 instrument, while using reagent lot 384. The original sample was diluted with different dilution factors and tested on the same instrument, also resulting positive. The customer obtained two new samples from the patient and tested them on the same instrument, still resulting positive. The sample was then tested on an alternate platform, resulting negative. It is unknown if the original or the redraw samples were tested on the alternate platform or if a different draw was obtained from the patient. The discordant results were reported to the physician(s), who questioned them as they did not meet the physician(s) expectations. It is unknown if the result obtained on the alternate platform was reported to the physician(s). The customer stated that there was delay in the initial fertility treatment cycle for the patient due to the discordant, false positive hcg results. There are no known reports of adverse health consequences due to the discordant, false positive hcg results.